Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) addressed the main half height cubie drawer 4.1 failed which required maintenance and was not recovering. Upon arrival, no error icons were observed on the screen; however, medstation performance analysis report indicated pocket e3 had previously failed. Hardware test application was run and confirmed e3 was no longer present. Inspected the drawer and removed minor debris found under the pockets. The station was rebooted during repair work. During preventative maintenance, the electronics drawer, as well as the area around the communication sled and power supply, was cleaned. The unit was inspected for medications, and debris was cleared from the bottom edge of the back panel. The bus cable connections on all drawers were reseated, and all cables were checked for any physical damage. Eset version 12 and rss 4.12 were installed. The system functioned as intended after the field service engineer verified the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed, multiple repeated failures of drawers and cubies were reported. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.